Event description:
It was reported that 1 month post implant, the patient is having pain in the right arm and a large amount of swelling in both hands for 3 days. Patient had not contacted physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 1 month post implant the patient is having pain in the right arm and a large amount of swelling in both hands for 3 days. Patient had not contacted physician. No further patient complications have been reported as a result of this event. Follow-up with the physician's office determined that the device check on (B)(6) 2010 showed no device issues, and the patient also saw his cardiologist and did not voice anything regarding the previously mentioned symptoms. It was noted that there was no swelling and no complaint of arm pain.